Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.however based on the report of olympus china and thing which the reported phenomenon was not duplicated at the repair , omsc surmised there was the possibility this phenomenon was attributed to other the compatible device problem (such as the camera heads, the endoscopes connecting with the subject device), not the subject device problem. Or the possibility this phenomenon was attributed to connecting the subject device in a condition which the electric contact point of the subject device video connector was not sufficiently dried or there was a foreign object (such as the chemical liquid residue, water deposit, sebum stain, dust, fiber of gauze). There is the case of the absence of images when a foreign object attached to the electrical contact of the devices may interfere with the image transmission between the endoscope and the video processor. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device was connected with the camera head during the unspecified procedure. The user changed to another similar device and completed the procedure. At the incoming inspection for the repair, olympus china checked the subject device but could not duplicate the reported phenomenon. There was no report of patient injury associated with this event.